Event description:
It was reported that during a ipg replacement on (B)(6) 2024 patients lead was cut during the procedure. As a result, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Manufacturer narrative:
The report event of physician cut the electrode during the surgery was confirmed. As received, visual inspection of the returned lead being cut in two pieces with full length was found. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.